Event description:
Doctor was suturing the vaginal cuff laparoscopically using endostitch suturing device 10mm (ref 173016) and using the v-loc 2-0 pbt non absorbable reload suture. The suture is a t shape and half broke off in patient.